Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
H6 updated: health effect - clinical code: add code 1930. D1, d4 updated. Brand name: from "unknown atis implant" to "primetaper ev ø4.8 x 11mm os". Catalog number: from "unk atis implant" to "68011106". Lot number from "unk" to "500571".